Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown abdominal aortic disease. It was reported approximately 7 years post the index procedure a CT was performed which showed that the right iliac limb had pulled out of the iliac and was now in the aorta. Intervention was performed. During the intervention, the physician successfully got a wire through the endurant limb but it was decided that the limb was at too bad of an angle and the wire could not straighten. It was decided to place an aui device on the left side and occlude the right common iliac artery. A final angio was performed and there was no endoleak. As per the physician, the cause of the event was anatomy related with the right common iliac measuring 38mm and that at the time of implant, they may not have implanted far enough into the right common iliac. Due to expansion of the right common iliac, the endurant limb now had nothing to attach to. No additional clinical sequela were reported and the patient is fine.